Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not detected on the bus. The customer stated that they were unable to clear the error and rebooting did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer found that the drawer controller board was defective. The drawer controller board was replaced to resolve the issue. Following the repair, the customer was able to locate medications for patients successfully. The system functioned as intended after the field service engineer repaired the device.